Manufacturer narrative:
(B)(4). The reported product is an unknown baxter disposable. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. The following day, the patient was discharged from the hospital. The patient was treated with vancomycin, intraperitoneal (ip, 2 grams, every other day, for three weeks) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event. Pd therapy was ongoing. Additional information was not available.